Manufacturer narrative:
(B)(6).

Event description:
It was reported that a catheter fracture occurred. The 100% stenosed lesion was moderately tortuous and moderately calcified. An opticross imaging catheter was selected for use. During the procedure test period. It was noted that, the catheter was fractured. Additionally, another opticross imaging catheter fractured during the same procedure. The procedure was completed with another of the same device. No patient complications were reported.